Event description:
Making it clear that the harder "plate" comes off. I ruined both night guards by biting too hard and have holes through the clear material so it is not really protecting my bite. I didn't realize that the hard "plate" came off until it separated in the middle of the night. When I separated the second one, it was the same way, because I thought I broke the first one. The video says a white strip comes off, but I didn't understand that because it didn't turn white. I would really appreciate it if you would replace both bite guards. Thank you.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.